Event description:
The customer reported that she was hospitalized for low blood glucose levels, with a reading of 40 mg/dl. The customer stated that she was unconscious at the time of the event. The customer also mentioned that she experiences low blood glucose levels every time she used the bolus wizard to treat for her breakfast. Reviewed the insulin pump settings, and they appeared correct. The reservoir volume was also correct. The customer was unable to upload the insulin pump info at the time of the call. Advised to call back when she is able to upload. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.